Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called for assistance with programming a bolus. Troubleshooting revealed that the customer had delivered a bolus of 8.2 units, but she was only supposed to get 1.5 units of insulin. The customer's blood glucose dropped from 184 to 94 mg/dl in 30 minutes. The home care nurse called the paramedics so that the customer could be taken to the emergency room for treatment. The customer later called back for assistance with programming the insulin pump correctly.